Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the complainant was contacted for return of the device. The customer has responded and indicated that the device was repaired by a third party and returned to service. The device will not be returning to zoll. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's wi-fi icon on the display turned completely black and gray. No wi-fi information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely black and gray. No clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.